Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "vent blocked creating vacuum in bag (excludes non-vented bags)". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that customer was sent home with one of bd drainage bags on their g-tube, but customer cannot get it to drain. Customer asking if bd have any suggestion on how to navigate it. Customer cannot remove the g-tube because they would have to go back into surgery. The hospital put this on before they came home. Representative informed customer that it sounded like vapor lock. Suggested exercising sides of bag and/or taking bag off and reconnecting to release vapor lock. Exercising bag prior to attachment to release vapor lock to assist in this issue. Bag drained during conversation after vapor lock removed. Per follow up via phone on (B)(6) 2023, this was a product inquiry as customer needed assistance draining the collection bag. The problem was resolved after troubleshooting was conducted with a specialist. This was not a patient-risk incident.

Event description:
It was reported that customer was sent home with one of bd drainage bags on their g-tube, but customer cannot get it to drain. Customer asking if bd have any suggestion on how to navigate it. Customer cannot remove the g-tube because they would have to go back into surgery. The hospital put this on before they came home. Representative informed customer that it sounded like vapor lock. Suggested exercising sides of bag and/or taking bag off and reconnecting to release vapor lock. Exercising bag prior to attachment to release vapor lock to assist in this issue. Bag drained during conversation after vapor lock removed. Per follow up via phone on 26jun2023, this was a product inquiry as customer needed assistance draining the collection bag. The problem was resolved after troubleshooting was conducted with a specialist. This was not a patient-risk incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.